Event description:
During a sphincterotomy, the physician used a wilson-cook howell dash direct access system sphincterotome. During an application of cautery, the cutting wire broke at the proximal end. A small portion of the broken cutting wire detached inside the patient. The detached portion was retrieved with forceps. The patient was reported to be in good condition.